Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the high capture threshold was observed on the ra lead. Patient was asymptomatic. The lead was capped and replaced. Patient is stable.